Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) generator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported error. The iesu was placed on an in-house system and produced a sound before powering on. The iesu failed to boot up all the way. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the electro surgical unit (esu) was not powering on. The customer stated that they tried on several ac socket and several power cord without any success. The procedure was completed with no patient injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during a total prostatectomy. The system started with no issue. When the erbe generator was powered up, no indicator lights and no display were noted. The customer checked the power supply with another cable and plug no generator power-up, even after restarting the robot was observed. By default, of the generator, and logically, no data visible on the console concerning coagulation settings was seen. The customer installed another independent erbe generator adapted to the instrument cables (bipolar and monopolar) and a set of pedals placed on the console pedals. The customer stated that the problem was a faulty erbe generation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.